Event description:
The customer reported the alarm does not sound when the magnet pull cord is detached from the alarm. The customer did not know the date when the issue was identified or if it was in use when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the alarm has power but when weight is removed from the sensor pad or the magnet is removed from the magnet plate the alarm does not sound. Alarm does not sound in the fail safe mode. No physical damage observed to the alarm. (B)(4).